Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2023. During the procedure, the bands could not be deployed as the bands were overlapped. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removes the ligator shrink wrap earlier in the setup process "before they fix the device onto the scope"; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h10: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator housing was returned, and it had six bands attached, some of them were overlapped to one another. The ligator housing teeth were damaged, and the suture was broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator housing overlapped, the ligator housing teeth were damaged, and the suture was broken. A labeling review was performed and the additional information; this device was not used per the instructions for use (IFU)/product label as the ligator shrink wrap was removed earlier in the setup process. The IFU states "removal of the ligator shrink wrap is done at the end of the setup." It is possible that these problems could have been due to the physician using excessive force when deploying the bands with the handle; however, the reported complaint also stated that one of the steps wasn't followed, this step has direct impact in the ligator housing since the ligator shrink wrap was removed before placing the ligator housing into the endoscope, and this could have caused the bands to be affected prior its use. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2023. During the procedure, the bands could not be deployed as the bands were overlapped. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removes the ligator shrink wrap earlier in the setup process "before they fix the device onto the scope"; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h10: imdrf device code a050501 captures the reportable event of bands unable to deploy.